Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device did not work. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, there was also a pin hole in the upper part of the hose, the rotational speed was below the minimum required, failed initial rotational speed assessment and the vanes were badly damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.